Event description:
It was reported there was a software issue with the programmer, and interrogation would not always identify the patient. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. However, analysis did find that the electrocardiogram (ECG) connector was loose as shown by the common mode wrist test being out of specification. It was also noted that the hinge plate was missing screws, there was a loose screw on the left side of the display, the left keyboard hinge was broken, the bezel was cracked and the display overlay had a chip.